Event description:
The patient was positioned in head pins, prone. Surgical resident moved head to provide more extension. Patient's head flexed and the head pins moved. The patient sustained a laceration to the left side of her head with bleeding. The patient was flipped back to supine immediately. Another surgical attending arrived in the room and assessed the patient's head suggesting the patient had a fractured skull. Case was aborted and the patient was sent to CT scan. The patient remained paralyzed the entire time, and remained intubated. Anesthesia accompanied the patient to CT scan providing anesthesia.